Event description:
The pt underwent left hemicolectomy due to recurrent diverticulitis. After completing the anastomosis procedure with the car, a bubble test was performed and leaks were discovered (leak at time 0). The doctor re-performed the anastomosis with another car device.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solution ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files were reviewed and indicated that the device was released according to the product specifications. The ring was returned and evaluated. No failure was detected and the ring was found to be within its specifications. Since the device is water-tight sealed and was found to meet its specification, the positive bubble test most probably indicates a failure in the surgical technique and is not related to the device. The origin of a positive leak test is often from the staples line which remains outside of the anastomosis ("dog ears"). Positive leak test enables immediate intraoperative repair or strengthening of the anastomosis or anastomotic area and thus reducing the chance of suture anastomotic leaks.